Manufacturer narrative:
Additional MDR associated with the event: MDR 3025141-2014-00030: follow up 1: screw 1; MDR 3025141-2014-00031: follow up 1: plate, MDR 3025141-2014-00117: screw 2; MDR 3025141-2014-00119: screw 4; MDR 3025141-2014-00120: screw 5; MDR 3025141-2014-00121: screw 6; MDR 3025141-201400122: screw 7.

Event description:
A locking radial head plate was implanted; all of the screws were engaged with the plate at the time of implantation. One week after implantation, some of the screws were no longer engaged in the plate and had gone through the plate.